Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further malfunction code recurs.